Event description:
The customer reported that during use in an arthroscopy procedure, the shaver handpiece activated on its own, while in the surgical site. The procedure was completed with an alternate handpiece and it was reported that no injury occurred to the pt.

Manufacturer narrative:
No medwatch form rec'd from user facility. All sections on this form completed by MFR. Investigation results: an investigation was unable to confirm the customer's reported problem that the handpiece activated on its own. The investigation found the shaver handpiece inoperable related to motor failure.